Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the device had depleted. In turn, the device was explanted and replaced to address the issue.

Manufacturer narrative:
The event of system explant/replacement due to battery depletion was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.